Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank mini, drawer won't open while trying to issue med. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was jammed. A field service engineer (fse) identified that the issue was not related to the drawer rails. After opening all drawers and confirming they were functioning properly, the fse located an empty spot and inserted a cubie. The cubie was recognized, and medication readings appeared on the screen. The medication was inventoried successfully, and the pocket was confirmed to be working. Fse dialed into system and verified the inventory, and all drawers were checked out. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the bd pyxis¿ medbank mini, drawer won't open while trying to issue med. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the describe event or problem, medical device brand name, medical device model #, medical device catalog #, unique identifier (UDI) #.

Event description:
It was reported when using the bd pyxis¿ medbank tower, drawer won't open while trying to issue med. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.